Event description:
The customer reported to olympus, the light source had blackout and halation. The issue was found during an unspecified screening procedure. According to the initial reporter, the procedure was completed by restarting the subject device. There were no reports of patient harm, serious injury or delay.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation and the evaluation found blackout and halation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10, h10(results evaluation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The customer's complaint allegation was not confirmed. Based on the results of the investigation, the root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.